Event description:
Regulator pressive gauge indicated that cylinder tank had usable quantity of oxygen. When in fact gauge was not reset to zero prior that attached to cylinder and vent. Regulator did not flow oxygen because cylinder was empty. Sales rep made call and retrained and inserviced users on proper use. Regulator was reset and put back in service.